Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient was hospitalized with bacteremia with enterobacter aerogenes and was placed on a 60 day regimen of intravenous antibiotics. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 5086mri x2 implantable pacing leads (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.